Event description:
It was reported that this left ventricular (lv) lead exhibited a low out of range pacing impedance, less than 200 ohms. Ts noted there appeared to be capture and the device was programmed to lv only. This crt-d remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).